Event description:
It was reported that this right atrial (ra) lead was explanted approximately eight months after implant. Another ra lead was successfully implanted as replacement. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was explanted approximately eight months after implant. Another ra lead was successfully implanted as replacement. No additional adverse patient effects were reported. Per additional information received, this lead exhibited high thresholds which was the reason for the lead being explanted. No additional adverse patient effects were reported.